Event description:
It was reported that at the time of a routine device changeout for normal battery depletion, the physician noted there was an outer insulation breach of the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the proximal segment of the lead was returned and analyzed. The analyst noted that the outer insulation of the lead was extrinsically breached due to a cut, the superior vena cava (svc) defibrillation coil became extrinsically fractured due to a cut, the proximal conductor of the lead became extrinsically fractured due to a cut, the distal conductor of the lead became extrinsically fractured due to a cut, the right ventricular (rv) defibrillation coil became extrinsically fractured due to a cut, the inner insulation of the lead was extrinsically breached due to a cut and the overlay tubing of the lead was extrinsically breached due to a cut. Additionally, visual summary analysis of the lead indicated apparent explant damage.